Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no relevant clinical information was provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include device selection or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that revision surgery was performed due to stiffness. It is an unknown reason of stiffness it was not caused by a concerned device.